Manufacturer narrative:
No results available since no evaluation performed isi has not received the vessel sealer extend instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Site history review: a review of the site's complaint history found no previously reported complaints that could potentially capture the same reported event. Image/video review: no image/video investigation required as no image or video clip for the reported event was submitted for review. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. This complaint is being reported based on the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. At this time, it is unknown when the reported event occurred, how much blood was lost, what was done to resolve the bleeding, and what the patient's current status is.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon encountered an instance of bleeding while using a vessel sealer extend instrument in conjunction with an e-100 electrosurgical generator unit on an unknown event date prior to (B)(6) 2020. At this time, the procedure and patient outcome are unknown as no additional information was provided. Intuitive surgical, inc. (Isi) has attempted follow-up with the initial reporter to obtain additional information regarding the event, but has not received a response at this time.